Manufacturer narrative:
(B)(4). This report is for the third in a series of three product issues with the same patient. The first two events have been reported under MDR#s 1036844-2016-00070 and 1036844-2016-00071. No sample will be returned for evaluation.

Event description:
It was reported the procedure was performed in the ccu. The customer stated that the catheters are clotting off or not working properly right after insertion. As a result, they replaced the catheter for the patient. They do not know if this caused a delay in treatment but there was no patient death reported.